Manufacturer narrative:
05-aug-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Was not injured [no adverse event] brush heads are not fitting on the handle...brush head would not stay on, and it came off in mouth - oral-b [device breakage] case narrative: a spouse via phone stated that the oral-b toothbrush heads were not fitting on the oral-b toothbrush handle. The oral-b toothbrush brush head would not stay on, and it came off in their wife's mouth. No injury was reported. 06-aug-2024 case update from information initially received on 27-jun-2024: the concomitant product lot was h2067. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Was not injured [no adverse event]. Brush heads are not fitting on the handle...brush head would not stay on, and it came off in mouth - oral-b [device breakage] . Case narrative: a spouse via phone stated that the oral-b toothbrush heads were not fitting on the oral-b toothbrush handle. The oral-b toothbrush brush head would not stay on, and it came off in their wife's mouth. No injury was reported.